Event description:
Per the clinic, the patient experienced a sudden performance decrement. It was further reported that the patient had touched an electric fence. It is unknown whether there are plans to explant and reimplant with another device.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6), 2011; during the same surgery the patient was reimplanted with another device.this report is filed (B)(4), 2011.